Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. Potential lot numbers were provided. The information is as follows: d4. Medical device lot#:4316832, d4. Medical device expiration date: 31-oct-2026, h4. Device manufacture date: 01-nov-2024, d4. Unique identifier (UDI) #: (B)(4). D4. Medical device lot#:3332948, d4. Medical device expiration date: 30-nov-2025, h4. Device manufacture date: 01-dec-2023, d4. Unique identifier (UDI) #: (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, blood leaked on top of the tubes. The patient fainted and was seen by an onsite provider who sent them to the hospital by ambulance. They reportedly received medical treatment beyond first aid, but clarifying information was not provided after follow-up attempts. No further health impact or consequence was reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 03-mar-2025. Investigation summary: bd received two samples for investigation for the 2 suspected lots (43168332 and 3332948). Both samples underwent functional testing for sleeve function. Both samples passed the tests with no evidence of defects to the device or leakage during use. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve leakage. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, blood leaked on top of the tubes. The patient fainted and was seen by an onsite provider who sent them to the hospital by ambulance. They reportedly received medical treatment beyond first aid, but clarifying information was not provided after follow-up attempts. No further health impact or consequence was reported.